Manufacturer narrative:
The field service engineer evaluated the device and found no malfunction. The fse reported this to be a user error. There were no parts replaced. Customer did not provide serial number.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the device has an occlusion and is unable to display the leak. The customer reported there was no patient harm.